Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that "on (B)(6), PICC puncture and catheter placement were performed on the patient's right upper arm. After successful puncture, the catheter was sent to the vascular sheath. The vascular sheath was sent smoothly, but the catheter could not be sent normally. After the catheter sheath was removed, it was found that there were creases at the junction between the neck of the sheath opening and the vascular sheath, resulting in the catheter could not be sent normally."